Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-jan-2023. H6: investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 35 sealed 22g x 1.00in. Insyte autoguard bc units. 32 sealed units were from lot number 2262285, 1 sealed unit from lot number 2131391, and 2 sealed units from lot number 2208276. A gross visual inspection of the returned units did not identify any damage or defects to the units. All units were then tested for leakage and no leaks were identified in any of the units. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage. The following information was provided by the initial reporter: doctor that purchases device is experiencing some leaking from catheter. When they insert it, it starts leaking right away. Occurrence: multiple times. Patient harm? No patient harm.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage. The following information was provided by the initial reporter: doctor that purchases device is experiencing some leaking from catheter. When they insert it, it starts leaking right away. Occurrence: multiple times, patient harm? No patient harm.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.